Event description:
Information received by medtronic indicated that they insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged exposure to moisture found on (B)(6) 2021. The pump passed the displacement test and self test. Found stuck button alarm in pump alarm history on event date. The history/trace downloads were successful using thus. Verified the stuck button alarm on (B)(6) 2021 at start time 05:01:43.000. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Found moisture damage on keypad flex connector. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found¿moisture damage on pcba 1. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay, and keypad overlay texture damage. Exposure to moisture confirmed on electronic assembly. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.